Manufacturer narrative:
Two partially filled shelf cartons were received by bd (B)(4) and confirmed to be from batch #6001842 (p/n 305916). Sample evaluation confirmed 11 out of 50 total samples for mixed product condition. The condition is confirmed to be within the scope of a known issue. Quality has previously reviewed, evaluated and investigated this failure mode confirmed: bd was able to confirm the customer¿s indicated failure. Refer to situational analysis mss-16-800-sa and CAPA #: (B)(4).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that customer was sent several boxes of 25 g x 1 in. Bd safetyglide¿ needle(s). Upon opening box, customer found mixed product, including 1 ¿and ½¿ needles, due to incorrect product labeling. This was observed before use with no report of serious injury or medical interventions.